Event description:
It was reported to philips the device failed to shock while a philips fse was evaluating the device. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.